Event description:
The facility's biomedical engineering department reported three colleague infusion pumps were being used in an intensive care unit patient and the patient expired. Reportedly, the patient "had tubing changed on 3 lines" and "shortly after, the patient's condition deteriorated". The risk manager reported the patient died due to an air embolism. An x-ray was performed and revealed an air-embolism. According to the risk manager, the source of the air embolism was not determined and it was unknown how the patient developed the condition (air embolism). An autopsy performed and confirmed air-embolism. This event was also submitted via 30 day medwatch #6000001-2005-00880 and 6000001-2005-00881.